Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from tandem technical support in resetting the pump; however, the malfunction code recurred, leading to the decision to replace the pump. Meanwhile, the customer used manual daily injections as backup therapy and will receive a replacement pump with updated software. Instructions were provided on how to store and return the faulty pump, and training will be available through the tandem source account. The replacement pump will be sent with a requirement for signature upon delivery.